Event description:
Inappropriate shocks were received due to ventricular noise sensing. The device remains implanted.

Event description:
Inappropriate shocks were received due to ventricular noise sensing. The device remains implanted.

Manufacturer narrative:
May 22, 2009a response from the manufacturer is pending. June 2, 2009since the device remains implanted, the files from the programmer that was used were reviewed. The files showed non-sustained and sustained events. Considering the pattern of the noise sensing events, emi (external source of interference) is the most probable hypothesis. Usual follow-ups are recommended, with the checks described in the analysis, to evaluate whether the incidence of the phenomenon is increasing.device remains implanted.

Manufacturer narrative:
A response from the manufacturer is pending. Device remains implanted.